Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the reservoir compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.